Event description:
Arrived on scene. Pt was unresponsive and unconscious. Reporter put the pt on the ground. Started CPR protocol and placed the automatic external defibrillator pads on the pt. The automatic external defibrillator did not analyze and kept prompting to connect electrode pads.